Event description:
A surgeon reported that there was no ultrasound output during a cataract extraction procedure. An alternate system was used to complete the procedure with no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cdr 803.56 when additional reportable information becomes available. (B)(4).